Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ micro pen needles 32g x 6mm (100 count) the needle could not prime properly. There was no report of patient impact. The following information was provided by the initial reporter: consumer stated, when priming, no insulin comes out. Stated, she dials up her dosage of 20 units and tries to push out a little medication but it does not flow.

Event description:
It was reported while using bd ultra-fine¿ micro pen needles 32g x 6mm (100 count) the needle could not prime properly. There was no report of patient impact. The following information was provided by the initial reporter: consumer stated, when priming, no insulin comes out. Stated, she dials up her dosage of 20 units and tries to push out a little medication but it does not flow.

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.